Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 384 mg/dl. The customer treated the high blood glucose. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 52 mg/dl. The customer treated low blood glucose. The customer was offered to troubleshoot for high and low but declined. Customer asked for a new meter and talked to her about the bayer meter program.